Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. A partial lead measuring 61.0cm was returned in two segments for analysis. External insulation abrasion was noted at 10.5-11.5cm and 43.7-43.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to external insulation abrasion was noted at 6.5-9.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.